Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 13, 2020. The investigation of the returned device was completed by the failure analysis lab on july 15, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. The implant was received in two parts. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 2, 2020. In addition to the right sided rupture reported initially, bilateral ptosis was also noted. The left sided ptosis was reported under 1645337-2020-08484. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was stated to have occurred during a sexual assault. The rupture was diagnosed by computed tomography. As a result, removal without replacement was performed on (B)(6) 2020.